Event description:
On (B) (6) 2009, abbott point of care was contacted by a customer who reported that at 12:02, an I-stat cardiac troponin I cartridge yielded a plasma result of 5.72 ng/ml. The same sample retested at 19:37, using an I-stat cardiac troponin I cartridge yielded a plasma result of 0.0 ng/ml.